Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6): product type recharger h3. Analysis found non-conformances and the recharger was subsequently scrapped. A no device found message displayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient stated they had been having issues with the recharger within the last 6 months at least. Patient said they would get a prompt to position the recharging antenna and get the highest number from 0 to 100. Patient also said it was taking longer to charge the implanted neurostimulator than it used to. Patient then said today when they were having trouble charging, they got the same thing, tried to position and get highest number, and then the controller 'just quit' on them. Patient mentioned the relay box on the recharger cord was really hot to the touch and where the cord entered the paddle was hot to touch.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755, serial: (B)(6), product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.